Event description:
Hospital technicians reported empty internal battery. The c2 was on power while in hospital. Driver was shipped to warehouse in dec 2022 and then shipped to distributor oct 2023.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm for emergency battery error. Visual inspection of internal components found key broken inside key switch and front driver skin damaged. Visual inspection of external components found no abnormalities. Driver failed functional testing for acceptance at incoming inspection due to an emergency battery error alarm. Emergency battery would not hold a charge and remained out of specification after several days of charging. Failure investigation for this complaint confirmed the reported issue during alarm history review. The customer complaint was replicated during testing; the root cause of the reported empty internal battery was determined to be a failing emergency battery. Failure investigation identified no other test failures or damage that could have contributed to the complaint. The damage to the front driver skin occurred during investigation due to technician error and the broken key issue is unrelated to the reported complaint, neither affecting functionality of the driver. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Hospital technicians reported empty internal battery. The c2 was on power while in hospital. Driver was shipped to warehouse in dec 2022 and then shipped to distributor oct 2023.